Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had passed out. It was also reported the patient is on over 16 medications and that previous holter monitor use found nothing. Device settings and reprogramming discussed. No further patient complications were reported as a result of this event.